Event description:
New information received and confirmed that there was no delay in the procedure.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 24, 2023. Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated describe event or problem) d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to correction and additional information) h4 (device manufacture date) h6 (identification of evaluation codes 4114, 3331, 3221, 4315) type of investigation #1: 4114 - device not returned type of investigation #2: 3331- analysis of production records investigation findings: 3221 - no findings available investigation conclusions: 4315 - cause not established the actual sample was not available. The manufacturing record and the incoming inspection record of the actual product, no anomaly was found on estimated lots. Without the actual sample it was unable to verify the information and the cause of the occurrence could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was low pao2 in the procedure. No known consequence or impact to patient. Product was not changed out. Procedure was completed successfully. There was no blood loss. There was an unknown minutes of delay.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 4739- gas exchanger. Health effect ¿ impact code: 2199- no health consequences or impact. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: 2460-low readings. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.